Event description:
It was reported that a 450cc mentor smooth round moderate plus profile saline breast prosthesis being used in a breast augmentation revision had difficulty filling with saline during the operation. The surgery was prolonged for 30 minutes; however, no adverse event was experienced by the patient.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 11, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sm mpps dv 450cc breast implant was found to have a tear on the anterior view, measuring approximately 1.1 cm. An inspection was performed at the valve and no apparent damage or visual anomalies were observed, in addition, the air flows normally through the valve. However, the rupture could be the cause that the implant not taking the air. A microscopic examination was performed and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).